Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed one of the tips is broke off the outer-grip locking fem implant impactor. The broken piece was not returned with the device. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case: (B)(4).

Event description:
It was reported that, during a tka surgery, the outer-grip locking fem implant impactor the metal tip of arm was cracked off while impacting. The procedure was completed, without delay, using a s+n back-up device. No patient injuries and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.